Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/16/2013 with the following findings:the pump was powered on and displayed the ¿verify¿ screen. The display was found to be clear and illuminated to normal contrast. The pump¿s cover was removed, inspection revealed no damaged to the display screen or to the display flex. The reported ¿blank screen¿ was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2013, the distributer contacted animas and reported a blank display screen with audible tones. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.